Manufacturer narrative:
(B)(4). Date sent: 12/07/2020. Photographic evaluation: photo 1 shows a device with the anvil detached and three graspers, the washer appears to have the washer cut, with tissue present. Photo 2 shows the anvil from a top view, with the washer anvil half present, cut and tissue is also noted. Photo 3 shows tissue with suture and one staple is visible, the staple appears to be properly formed. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however the device was discarded.

Manufacturer narrative:
(B)(4); batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photos were received, and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation.

Event description:
It was reported that during the proximal gastrectomy, end-to-end anastomosis of esophageal stump and stomach , after fired, noted 2/3 staples malformed with irregular shape. The donuts was complete as photo showed, the device could not returned as the patient got contagion. Used suture to oversew leading to the surgery delayed two hours. The patient current condition is stable. No additional information can be provided. There were no patient consequences, and no other changes in the post-operative care.